Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report that the patient had experienced skin irritation and the patient's doctor prescribed a flovent inhaler to use as a barrier between the skin and the sensor in order to avoid experiencing irritation. At the time of contact, the patient was doing fine

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report that the patient's receiver displayed the error reading symbol on (B)(6) 2014. Patient's mother stated that the patient experienced the error reading symbol for three hours and that the sensor did not work after three days. Patient's mother claimed that the patient must use a flovent inhaler and a barrier between the skin and the sensor in order to avoid experiencing irritation. At the time of contact, the patient was doing fine.

Manufacturer narrative:
(B)(4). Subsequent to the initial medwatch, it was noticed that the receiver displaying an error symbol was reported incorrectly as this is not a device malfunction that could cause or contribute to patient injury. The initial medwatch should have only addressed the skin irritation.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation; however, the data log was provided by the patient. It was downloaded and reviewed on 12/02/2014 confirming the reported event of the error reading symbol.